Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing abutment (teha4565) would not seat onto the implant. The customer believes the threads on the screw portion is stripped. Another healing abutment was used.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tsv bellatek encode healing abutment was returned for inspection. A visual inspection revealed that the abutment and screw show signs of wear and debris consistent with use. The product was functionally tested, and the device was found to mate correctly with a mating tapered screw vent implant. The malfunction alleged by the customer could not be recreated, and is unconfirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional complaints against this lot number. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. It was noted by the doctor that the abutment was utilized in multiple patients, which is considered off label use. A root cause for the alleged event cannot be determined. The following sections have been updated: (B)(4).